Event description:
During the index procedure, one resolute integrity des was implanted in the rca. A non study stent was also implanted in the prox lad on the same day. Approximately 4 months post index procedure, patient died a non sudden cardiac death. The investigator reported that the event is not related to the index device or zotoralimus.